Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection, using a microscope at 10x magnification, showed residues of ophthalmic viscoelastics (ovds) and loose particles/fibers on the optic body consistent with a lens that has been handled and prepared for surgical use. Both lens haptics were observed in good condition and shape. No damages were observed in the lens optic zone. The customer's reported complaint of iol torn was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 intraocular lens was torn before it was loaded into the cartridge. No patient contact reported.